Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) during dwell 2 of 6 on the home choice (hc). The technical service representative (tsr) instructed the home patient (hp) to close all clamps and transfer set and cycle the power off and on twice. The hp was at press go to start prompt. The tsr explained the alarms and the hp stated that the hp had no leaks, all the lines were in use and did not disconnect while in therapy. The tsr explained to discard all supplies and to report alarms to peritoneal dialysis nurse (pdn) the following morning. The hp would finish that nights therapy manually. Product surveillance (ps) contacted the peritoneal dialysis nurse (pdn) on (B)(4) 2012 regarding the system error 2240 alarm. Per the pdn, the home patient (hp) had not contacted them regarding the alarm. The pdn stated the hp had been in the clinic within the week and was doing fine with therapy on the cycler. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. Neither the disposable set nor the homechoice machine were returned for evaluation, and user did not verbally provide sufficient information to identify the cause of the alarm.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown at this time; therefore, a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. If additional information becomes available, then a follow up MDR will be submitted.